Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Further follow-up indicates the ipg became inoperable because the patient did not recharge the ipg as recommended.